Event description:
Device malfunction: failure to retract (park). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, the foot could not be retracted/parked. The device was "wiggled", which freed the device from the vessel. Manual compression was applied for 30 minutes to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.